Event description:
It was reported that the caller experienced a cgm error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided detailed pump reset information and guided the caller through the process, resulting in the successful initiation of a new sensor session without further error codes.